Manufacturer narrative:
Analysis was able to confirm the customer comment that the external pulse generator (epg) turned off while in use. It was noted that the battery drawer shorting bar, battery drawer, one encoder nut, the lower case and both batteries on the negative connection were contaminated. It was further noted that the upper case was broken, the keypad window was scratched and both wires on the liquid crystal display (lcd) were pinched but not compromised. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) turned off while in use. It was noted that the issue was speculated to not be battery related. The epg was changed out for an alternative epg. No patient complications have been reported as a result of this event.